Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Company rep.

Event description:
It was reported that an asymptomatic pt presented in clinic during follow up with a device that was post paced t wave oversensing. The pt did not receive therapy and the oversensing was noted on a stored electrogram. Reprogramming changes were recommended.